Event description:
It was reported that the 6800 system save key would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The connectors were re-seated during the service call. The system was tested and found to be working as intended and put back into service.